Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.9, reference: 6.0, mean: 3.95, confidence limits: 2.3 - 5.7. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values were outside the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. Therapeutic donor testing was performed using returned inratio2+ meter sn: (B)(4) and retain strips ln: 305276. Investigation met both accuracy and precision criteria. Functional testing was performed on the returned meter with passing results. Meter memory was reviewed and the customer's inr result was present in the meter memory on (B)(6) 2013 and not on the reported date of occurrence of (B)(6) 2013. Investigation details. A strip investigation was performed on lot #305276. Accuracy and precision table. All replicates for both samples for strip lot #305276 are within the allowable bias. This passes accuracy criteria. No further action is required. For each pair of replicates for each sample on strip lot #305276, mean and standard deviations were calculated. All samples met the criteria for precision. (%cv was less than (B)(4)). No further action is required. Functional testing: functional testing was performed on the returned meter with passing results. Meter investigation (inspection): unit was then tested with thermometer sensing test during warming up to determine if unit's heater plate is within the standard specification (36.00 - 38.00 degree c). Performed thermometer sensing test on both unit and thermistor. Measurements are as follows: thermistor a = 36.25 degree c, thermistor b = 36.71 degree c. Visual inspection revealed no significant contamination on heater plate. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Investigation of the returned meter did not uncover any deficiencies, and the meter continues to meet specifications. Retain strip testing of the returned meter met accuracy and precision criteria. Root cause could not be determined from info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subjected to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 1.9 and lab: 6.0. A few minutes between inratio meter and lab testing. Therapeutic range: 2.5 - 3.5.